Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an accelerated arrhythmia. Device data review revealed the patient had multiple premature ventricular contraction (pvc). In one episode, the device delivered anti-tachycardia pacing (atp) in which the patient arrhythmia accelerated into a ventricular fibrillation (vf). A shock was delivered successfully converting the patient rhythm. Technical services (ts) discussed programming options to avoid this behavior in the future. No additional adverse patient effects were reported.